Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l3 to treat l1 metastasis. Approximately 10 years post-op it was found that rod breakage had occurred on the caudal side of the t12 screw. A revision surgery was performed. The cranial fusion was extended from th11 to th10 and hook(s) were added at l3. Rods were replaced and artificial bone was filled again at l1.